Event description:
Upon initial interrogation during a routine follow-up, the programmer displayed a warning message that the year and a half old device was at eri. The diagnostics were reviewed but did not show anything unusual such as a large number of shocks of pacing to cause the device to be at eri. The decision was made to explant the device.

Manufacturer narrative:
The premature battery depletion was confirmed after the device was returned. The device subassembly was found to have excessive current drain which depleted the battery. The device was tested and found to have normal function except for the higher than normal current. The current drain is was traced to a component in the flex assembly.